Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged and non-functional response buttons) was confirmed. Upon evaluation the front response button cover was missing and the front response button switch was damaged. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were damaged and non-functional.